Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery became hot when plugged into a power source to charge. In addition, it was reported that the pump battery depleted quickly. Customer's blood glucose level was 157 mg/dl. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.